Event description:
The rheumatic resident was at the time of incident in for toileting with assistance of caregiver. One of the plastic clips loosened and she fell backwards. After examination it was established the pt had a cut in the back of her head as well as sore muscles. One person involved.